Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced halos, glare, rings and. The clinical reason for explant was reported to be severe dysphotopsia. The iol was replaced with unspecified lens approximately within a month after initial procedure. Additional information was requested.